Manufacturer narrative:
Additional information was received that the reported failure would not cause insufficient o2. There was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: customer contact reports no patient information available. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.